Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation. The reported low flow alarms were confirmed via an abbott representative. The patient required a decreased low flow threshold due to a ¿small body habitus¿. An abbott technical services representative upgraded the patient¿s system controllers with software version 1.7.0 on (B)(6)2023. Following the software upgrade, the low flow alarm threshold was decreased to 2.0 lpm (liters per minute). The alarms reportedly resolved with the decreased low flow threshold. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 outlines potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians (rev. C) contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers (rev. C) contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had asymptomatic low flow alarms and a gastrointestinal bleed. The patient was admitted with vague symptoms, including feeling tired and ill. Two units of red blood cells (rbcs) were given and the patient's vital signs and labs were noted to be stable. Bleeding had resolved and follow up would be continued as outpatient. Low flow alarms resolved with controller software upgrade.